Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 22-aug-2018 device evaluation: the pump has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the pump black box data no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. The sleep current draws measured above specifications. The pump case was removed and all current readings returned to specification after unplugging the cgm module from the printed circuit board. The transceiver board was found to be drawing high current. The complaint of a battery life issue was confirmed during investigation.